Event description:
It was reported by the edwards field clinical specialist that during a tavr procedure the patient was very hypotensive following bav and the ECG revealed ischemia. The patient responded well to pressors and the ischemia resolved. The surgical team elected to move forward with the tavr procedure. Following successful deployment of a 26mm sapien valve, the patient¿s systolic pressure was in the 40's and CPR was initiated to circulate the medications. CPR was performed for 1 minute and the pressure rebounded to 110/55 mmhg. On echo the left ventricle was noted to be moderately depressed and the team decided to place an intra-aortic balloon pump (iabp), there was good augmentation and the patient stabilized. The patient was discharged to the ICU, intubated and in stable condition. Reportedly the patient was still intubated but the iabp was discontinued in the evening of the procedure day.

Manufacturer narrative:
Per the instructions for use (IFU), hypotension is a potential adverse event associated with the overall tavr procedure, including vascular and apical access, use of angiography, balloon valvuloplasty, use of conscious sedation and/or general anesthesia, and the bio-prosthesis implantation. Patients undergoing the tavr procedure can be non-operative or high risk, have complex medical histories and multiple co-morbidities. Patient risk factors for hypotension include low ef, cad, chf, arteriosclerosis, hypovolemia, and anemia. Additionally, these patients are routinely administered multiple vasoactive drugs during the procedure and are intentionally made hypotensive, utilizing rapid ventricular pacing, to facilitate accurate valve deployment. As a result of these factors, intra-operative hypotension is very common and is treated with standard therapies, including vasoactive drugs. It is also not uncommon to initiate brief chest compressions or cardiac massage to facilitate distribution of these vasoactive drugs. In some cases, these standard maneuvers are not adequate, and initiation of cardiopulmonary bypass (cpb), insertion of iabp, and/or conversion to open surgery is required. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. As a precaution, the thv training manuals instruct the operator to 1) minimize the number and duration of rapid burst pacing episodes, and 2) allow sufficient hemodynamic recovery before initiating another episode of rapid pacing. In this case, the cause for the hypotension cannot be confirmed; however patient (history of ischemic cardiomyopathy, nyha class IV, and prior CABG) and procedural factors (rvp, and anesthesia) could have caused or contributed to the hypotension. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.